Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers alleged the patient's hip is defective adn has caused damage to her hip joint and her body. Doi: (B)(6) 2006 dor: none reported (left hip). Patient is a resident of (B)(6). Update: 10/22/2012 medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 10/22/12- pfs received. Pfs reviewed for MDR reportability. Pfs reported dizziness, leg swelling, swelling of ankle veins, clicking, shooting pain in hip area, feeling of losing balance in left leg, cannot sleep on left side for more than a minute and increased chromium cobalt levels. Labs indicate elevated serum chromium and cobalt with chromium at 9.3ng/ml and cobalt 5.3ng/ml. Stem added to complaint. The complaint was updated on: jan 5, 2016

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : lot zd1h61000. The device manufacturing record (DHR) was requested and reviewed. No related deviations or anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.